Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due to loosening. The arcos distal taper and cone body were explanted.

Manufacturer narrative:
(B)(4). D2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the hospital/customer, therefore, no product identification is available. D10: 11-300819 arcos 19x150mm spl tpr dist (B)(6). G2: foreign: australia. G4: device information has not been provided to identify the associated 510k. Visual examination of the provided pictures identified the explanted product but could not be used to confirm the complaint, bio-debris noted. Devices not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.